Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 device serial number reported: (B)(6).

Event description:
It was reported that a patient with this neurostimulator had a pocket revision done on (B)(6) 2025, due to their device migrating. The patient stated they feel like their device was still moving again now in the pocket and maybe protruding out, but not painful. The patient says they are getting good symptom efficacy. The patient has reported the most recent concern to their implanting physician and waiting for a follow-up appointment. There were no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. Device serial number reported: (B)(6). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "extrusion" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator had a pocket revision done on (B)(6) 2025, due to their device migrating. The patient stated they feel like their device was still moving again now in the pocket and maybe protruding out, but not painful. The patient says they are getting good symptom efficacy. The patient has reported the most recent concern to their implanting physician and waiting for a follow-up appointment. There were no further patient complications.